Event description:
It was reported that a faradrive steerable sheath that was selected for use during a pulsed field ablation (pfa) procedure to treat atrial fibrillation exhibited air ingress. During insertion of a farawave catheter into the faradrive sheath, notable air bubbles were observed in the sheath. Multiple aspiration attempts were made, both with and without the catheter in place, but the issue persisted. A fluid leak was additionally reported. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath is not expected to return for analysis as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem - updated. D9: device avail for evaluation?- updated. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a faradrive steerable sheath that was selected for use during a pulsed field ablation (pfa) procedure to treat atrial fibrillation exhibited air ingress. During insertion of a farawave catheter into the faradrive sheath, notable air bubbles were observed in the sheath. Multiple aspiration attempts were made, both with and without the catheter in place, but the issue persisted. A fluid leak was additionally reported. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that no abnormalities were noted during the preparation of the sheath. Air bubbles were observed in the flushing line. Pressure bag was used with normal flow rate for the irrigation of the sheath. No leak or air in patient was noted. The wire was positioned faced to the catheter right before the tip when the farawave was inserted into the sheath. The sheath leaked air during insertion of farawave catheter, despite multiple aspiration attempts.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified that the outer valve was torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that a faradrive steerable sheath that was selected for use during a pulsed field ablation (pfa) procedure to treat atrial fibrillation exhibited air ingress. During insertion of a farawave catheter into the faradrive sheath, notable air bubbles were observed in the sheath. Multiple aspiration attempts were made, both with and without the catheter in place, but the issue persisted. A fluid leak was additionally reported. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath has been received at boston scientific's post market laboratory. It was further reported that no abnormalities were noted during the preparation of the sheath. Air bubbles were observed in the flushing line. Pressure bag was used with normal flow rate for the irrigation of the sheath. No leak or air in patient was noted. The wire was positioned faced to the catheter right before the tip when the farawave was inserted into the sheath. The sheath leaked air during insertion of farawave catheter, despite multiple aspiration attempts.